Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right atrial (ra) and right ventricular (rv) leads. The leads were capped and replaced during an upgrade procedure. No patient complications have been reported as a result of this event.